Event description:
The complaint was reported as: the complaint alleges that the patient was placed on heated wire circuit on (B)(6) 2013 developed a very large leak and the rn (registered nurse) noticed there was a hole in the circuit. The vent was hotter than normal, although the heating block had read 37 degrees until the time of the incident. The rt (respiratory therapist) and rn noticed that the circuit had melted causing several holes. The patient was stable at the time and the circuit was removed. No patient injury reported.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation report is incomplete at the time of this report. The IFU (instructions for use) states several warnings in order to prevent overheating the circuit.